Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Detail of product: item # 00877000936, item name metasul taper liner hh/36, lot # 2517924. Item # 2839, item name alloclassic sl stem 01 12/14, lot # 2407072. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: elevated metal ion levels/pain/pseudo tumor. Event description: it was reported that the patient had a metasul system implanted on the (B)(6) 2011 and a revision surgery on the (B)(6) 2018 due to elevated metal (cocr) ion levels and pseudotumor with pain. The following products were implanted in the primary surgery: continuum trabecular metal cup (60mm), metasul protasul femoral head 36, metasul protasul taper liner 36, alloclassic uncemented metal stem 12/14. Review of received data: primary surgery notes dated (B)(6) 2011: pre-op diagnosis: arthritis, right hip. Post-op diagnosis: arthritis, right hip. The surgical procedure is reviewed. The cup had excellent fit. The horizontal angle was a bit steep, nevertheless mom liner for a size 36 head was malleted into position. The stem noted to have excellent fit. It was slightly prominent, but it was decided to go with a -3.5 inch neck length on a 36 millimeter head ball. The 36 millimeter head ball with a -3.5 neck length was then impacted onto the trunnion. Hip was located without difficulty. Leg lengths were equal. Reduced hip was stable. It has been noticed that no trialing for the liner and head were noted in the surgical report. Legal notes are reviewed: rather than functioning in the intended manner, the cup used in plaintiff's hip system resists bone growth and, as a result, instead of adhering to the bone, it comes loose and/or pops free from the hip, which can cause damage to the pelvic bone. This unintended result also causes extreme and devastating pain to the patient and necessitates revision surgery to remove the failed cup and replace it with a product that functions properly. It is stated that on or about (B)(6) 2018, plaintiff underwent a right total hip arthroplasty at (B)(6) hospital in (B)(6), with dr. (B)(6), due to necrotic tissue, black tar in her hip joint, elevated levels of cobalt and chromium and a pseudotumor. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed nd showed that the product combination was approved by zimmer biomet. Surgical technique sap for metasul liner and surgical technique sap for alloclassic stem are reviewed. The trialing as explained in the sts is not noticed in the primary surgical report. Instruction for use (IFU) for zimmer metasul acetabular liners states: acetabular system components should be implanted according to the surgical technique the potential teratogenicity and long-term toxicity of metal wear debris and metal ion production is not known. The biological effects of particulate and metal ion release in the context of metal-on-metal articulations are still uncertain at this time. The benefits and risks of a metal-on-metal wear is stated as an adverse effect. Instruction for use (IFU) for modular femoral heads states: the potential long-term toxicity of metal wear debris and metal ion production is not known. Wear is stated as an adverse effect. Conclusion: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. 2 ncrs due to wrong dimension and damaged surface were found during the metasul head DHR review, however, all the items affected were scrapped. The investigation results did not identify a non-conformance or a complaint out of box (coob). No revision surgery notes were provided to be able to confirm the reported event. Therefore, it is difficult to analyze the issue altogether. It is unknown whether the trialing was done during the primary surgery for the head and liner since it was not noted in the surgical report. However, it is uncertain to what extent this could affect the thr system behaviour post-op. Based on the given information the complaint could not be confirmed and an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01152.

Event description:
Please refer to report 0009613350-2018-01152.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item numbers are available. Event description: it was reported that the patient had a metasul system implanted on the (B)(6) and a revision surgery on the (B)(6) 2018 due to elevated metal (cocr) ion levels and pseudotumor with pain. The following products were implanted in the primary surgery: continuum trabecular metal cup (60mm), metasul protasul femoral head 36, metasul protasul taper liner 36, alloclassic uncemented metal stem 12/14. Review of received data: only the legal lette was received which does not convey any other additional information for the investigation. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Conclusion: patient underwent revision surgery on (B)(6), 2018 due to elevated metal ion levels and pseudotumor with pain after 7 years in-vivo time. No ref/lot numbers, no adequate size information of the implanted products were reported. No medical data was received to be able to confirm the reported event. In the absence of those necessary information it is not possible to conduct a meaningful analysis of the event. Therefore, based on the available information and results of the investigation, the complaint could not be confirmed and no exact root causes could be identified. Complaint shall be reopened when there is additional information regarding the event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # unknown; item name: metasul insert hip ; lot # unknown. Item # unknown; item name: alloclassic stem hip ; lot # unknown. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim following revision surgery due to elevated metal ion levels and pseudotumor with pain.